Event description:
It was reported that the zimmer dermatome was skipping and jumping during use and not getting a good graft. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up report will be submitted once the device has been returned and the investigation is complete.